Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. A valid serial number has not been provided. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. Shelf-life studies, clinical studies and product monitoring, and dose audits were performed during product development and market performance continues to be monitored via stability, clinical trials, and product monitoring/dose audits as a part of on market performance monitoring process. Trip trend is not established. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a norwegian medical products agency declaration which reported the following information: a low glucose readings issue with the abbott diabetes care (adc) device was reported. It is unknown whether the customer noted a trend arrow on the device. It was reported that the sensor was providing the customer with readings between 5 and 6 mmol/l, which led the customer to not treat with insulin "for several days". The customer subsequently experienced vomiting, "has not eaten for two days", and drank a lot due to thirst. On (B)(6) 2025, the customer was admitted to a hospital. Upon admission, a blood glucose reading of 56.2 mmol/l was obtained from unspecified source. It was stated that the diabetes nurse downloaded blood glucose values of 6-9 mmol/l from the adc device. There was no information provided as to what treatment the customer received while hospitalized. The customer was discharged from the hospital on (B)(6) 2025. Adc customer service is currently in the process of making additional attempts to gain further information, and a follow-up will be submitted if more information is obtained. There was no report of death or permanent impairment associated with this event.

Event description:
Abbott diabetes care received a norwegian medical products agency declaration which reported the following information: a low glucose readings issue with the abbott diabetes care (adc) device was reported. It is unknown whether the customer noted a trend arrow on the device. It was reported that the sensor was providing the customer with readings between 5 and 6 mmol/l, which led the customer to not treat with insulin "for several days". The customer subsequently experienced vomiting, "has not eaten for two days", and drank a lot due to thirst. On (B)(6) 2025, the customer was admitted to a hospital. Upon admission, a blood glucose reading of 56.2 mmol/l was obtained from healthcare professional (hcp) meter and laboratory result. It was stated that the diabetes nurse downloaded blood glucose values of 6-9 mmol/l from the adc device. Adc customer service reached out to the customer and confirmed that the customer received unspecified treatment via "cvk" for the diagnosis of hyperglycemia and diabetic ketoacidosis (dka). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This serves as a correction/additional information report. Sections b5 and h6 (health effect - clinical code) have been updated. The reported product is not expected to be returned as reporter indicated the device was discarded. A valid serial number has not been provided. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. Shelf-life studies, clinical studies and product monitoring, and dose audits were performed during product development and market performance continues to be monitored via stability, clinical trials, and product monitoring/dose audits as a part of on market performance monitoring process. Trip trend is not established. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.